Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm small grasping retractor instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed/ replicated the customer reported complaint. Failure analysis found the primary failure of a broken pitch cable to be related to the customer reported complaint. The small grasping retractor instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The root cause of this failure is attributed to a component failure and related to device design. A review of the instrument log for the small grasping retractor (470318-10/ n10201130 0131) associated with this event has been performed. Per logs, the small grasping retractor was last used on (B)(6) 2021 on system (B)(4) during a nephrectomy procedure. The alleged instrument had 3 uses remaining after the last procedural use. A review of the site's complaint history found that there were no other complaints for this product. No image or procedure video was provided for review. This complaint is being reported based on the failure analysis findings. A small grasping retractor instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. .

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the 8mm small grasping retractor instrument had a broken cable. The procedure was completed with no reported injury. On 20-oct-2021, intuitive surgical, inc. (Isi) received mw5104375 stating the following: "the small grasping retractor instrument was returned with tag "broken cable at distal tip". No other details were given regarding the failure of this instrument. I searched my daily paperwork of instruments used and the last one I found was listed as having 4 lives remaining. I used this patient info however, I don't know (100%) if this occurred in the case before or after processing." Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.